Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. The philips service engineer confirmed that system was indicating that remote alert and there was no issue with system. Customer confirmed that the system was working without any issue. No further information regarding the issue has been provided. No service has been performed by philips since no problem was detected. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Health impact and evaluation method codes were corrected.

Event description:
It has been reported to philips that the device displayed a remote alert - phase current is smaller than expected. The issue was found during clinical use and resulted in a delay to therapy. No harm has been reported to philips. Philips has started an investigation of this complaint.